Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the y fitting and tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the no foam is leaking between the third (3rd) and fourth (4th) valve from the y-tubing in the unicel dxc 600 pro synchron chemistry analyzer. No operator exposure was noted.